Manufacturer narrative:
(B)(4).

Event description:
A stent graft system was implanted for the endovascular treatment of a pre-operative aortic rupture. It was reported that the patient had back and chest pain and a stent graft was implanted. Post-operatively the patient had respiratory depression or failure. The investigator assessed event as related to the procedure not the device. Initially, the patient showed a respiratory acidosis during the immediate post-operative period. On the respiratory level, the patient was extubated as soon as his neurological status allowed it. Weaning with non-invasive ventilation was performed systematically. A transfer into the intensive care unit was performed following a good respiratory evolution. Unfortunately the patient showed sudden respiratory distress due to an acute pulmonary edema without any evident cause found. Spontaneous ventilation with inspiratory support was newly possible and allowed patient extubation. Breeding ground for right pneumopathy persisted to auscultation, without any consequences on hematosis. The patient did not need any non-invasive ventilation, and they are eupneic without any assistance. It was also noted that the patient had congestive heart failure. The investigator assessed event as related to the procedure not the device. The patient also developed pneumonia. The investigator assessed event as related to the procedure not the device. The patient took advantage from probabilistic antibiotherapy with rocephine + flagyl for inhalation pneumonia. There was suspicion of resistant microbe and a new antibiotherapy was initiated with tazocilline and amiklin, modified with axepim in order to adapt the treatment to enterobacter cloacae found in fibroscopic samples performed. Treatment was maintained. It was then reported that the patient also had renal insufficiency. The investigator assessed event as related to the procedure not the device. At the admission the patient showed acute renal insufficiency that progressively improved. Due to a respiratory failure on acute pulmonary edema, a treatment with diuretics at low doses was performed. The treatment was stopped after appearance of a new acute renal insufficiency with dehydration and hypernatremia at 161 mmol/l. The condition persisted despite polyuria at 3l of diuresis per day. Hydroelectric disorders progressively fell into line, until the normalization. It was the same for renal function. It was noted that this was all related to the procedure and medication was reportedly prescribed. Medical or surgical intervention was necessary and there was prolonged hospitalization. No additional clinical sequelae were reported and the patient is fine.